Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The following field was updated: h6. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject device had error e315. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This occurred during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. New information: b5, d7, d8, d9, g2, h2, h3, h4. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.